Manufacturer narrative:
D10 concomitant product: eeaxl25, eeaxl25 eea xl 25mm-4.8sgl use stapler (lot#p2k0495) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic proximal gastrectomy, the oral anvil was difficult to attach to the circular stapler. The oral anvil was attached but it was loosed on the instrument. The surgical procedure was converted to an open surgery and the surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the orvil anvil was observed to be tilted and separated from the instrument. Further inspection of the orvil anvil cutting ring showed deep traces of knife impressions, and the ring was received completely severed. One of the retainer legs of the orvil anvil was observed to be bent. It was reported that the orvil anvil was difficult to attach. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the orvil anvil is manipulated with excessive force during the attachment to the instrument, or if the orvil anvil is mishandled during the removal from the tubing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.